Manufacturer narrative:
Investigation: one photo was provided. It shows a 5ml prefilled saline syringe. It isn¿t in the sealed packaging flow wrap. It has the plunger rod-rubber stopper, the tip cap and saline solution. From the photo there is no visible a deformation, separation or any other defect therefore failure mode is not verified. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported with the use of the bd posiflush¿ saline syringe there was an issue with ¿distorted separate¿ that could lead to leakage.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd posiflush saline syringe there was an issue with ¿distorted separate¿ that could lead to leakage.